Event description:
Customer reported that an acuity central station was rebooting and that the backup acuity system was not working. The loss of both systems resulted in the loss of ability to monitor pt vital signs from a central location, although vital signs would still be available at the bedside monitors.

Manufacturer narrative:
We do not expect to receive the device for evaluation. However, the customer provided info about that time and location of the reported issues, which enabled us to locate the issue in the log files for analysis. We have connected to the device remotely and downloaded the logs for analysis. The investigation into this report has not yet been completed.